Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed a solid "red x" in the rfu window with no chirp. There was no report of pt involvement.